Manufacturer narrative:
The unit alarmed button error followed by intermittent buttons due to a corroded keypad. Per visual inspection there were no traces of moisture found at the electronic or motor assemblies. The unit had a cracked case at the display window corners, cracked battery tube threads, a minor scratched display window, and a stained end cap sticker. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was 109 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.